Manufacturer narrative:
Analysis of the device yielded a stent which had shifted in the proximal direction approximately 3mm and a balloon which exhibited partial inflation in the distal cone. A review of the 8 french cook rabi introducer yielded several kinks in the shaft across the overall length. Crimp marks on both the balloon and the shaft directly under the dilatation zone indicate the stent was properly crimped to the catheter. All other features of the device were present. Data recorded by quality control indicates that all specifications have been met. Without an understanding of the complications encountered during the procedure as well as the remainder of the equipment used, it is difficult to reproduce the exact scenario which occurred in the catheter lab and therefore determine root cause. Based on the information provided as well as no issues observed with either the data retained in quality control or observations recorded we can find no fault with the manufacturing process or the catheter in question. Related MDR: 1219977-2012-00073.

Event description:
Stent came off the balloon in the 8fr sheath.